Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum 360 driver new pump where a malfunction had occurred- it ran an intravenous antibiotic (IV abx) in half time. The pump ran the entire IV antibiotic bag but recorded only 91 ml infused from a 250 ml bag. The infusion was ordered to run over 10+ hours, but it unexpectedly completed in 6 hours. The event occurred during the infusion when the pump malfunction was identified. There was patient involvement and no harm.

Manufacturer narrative:
Investigation summary customer complaint: it was reported that advent health tampa 4north malfunction on pump. Ran IV abx in half time. Tests: self-test, delivery accuracy, and visual inspect. Self-test failed and alarmed for n251 and n185. Visual inspection performed and found a cracked front case, and rear case. Device passed delivery accuracy per tsm and device delivered 21 ml. Unable to confirm that the device over delivered due to malfunction and device but found a broken primary valve pin causing the n251 and n185 alarms. The probable cause is damage to the primary valve pin from regular use and user error for the over delivery.